Event description:
It was reported that a broken shaft occurred. The target lesion was located at the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected for use. During preparation, difficulty removing the balloon protector from the balloon was encountered, it was then noted that a broken shaft occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned unit confirmed a shaft detachment at 24.8cm from the catheter tip. Stretching was present at the break site also. This damage is consistent with the reported difficulties encountered upon attempted removal of the balloon protector cap. The balloon protector cap was returned over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a broken shaft occurred. The target lesion was located at the superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected for use. During preparation, difficulty removing the balloon protector from the balloon was encountered, it was then noted that a broken shaft occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.